Event description:
Provider asked for a dakota basket to retrieve the kidney stone. Staff checked the package integrity and expiration date, and opened the sterile supply. Upon checking the functionality of the basket, staff immediately noted that the basket would not close properly to be inserted into the instrument for stone retrieval. The dakota basket was removed from the sterile field, and a new dakota basket was opened and passed the function test.